Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump has a partial blank display. Customer's blood glucose reading was 158 mg/dl. Nothing further reported.

Manufacturer narrative:
The pump was received with missing segments due to a cracked lcd zebra connector. The pump also had minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.